Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator observed air entering the arterial line and noted the saline line was open. Air was also noted coming back through the venous line. The cycler did not alarm. Treatment was discontinued and rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error. Evaluation and testing of the returned cycler found no problems and the air sensors detected air as expected. Review of the cycler log files suggest that the operator inadvertently connected the pt prematurely while still in recirculation. The source of air is most likely a result of the open saline line. At the completion of the prime and alarms tests, the system goes into recirculation and the user is instructed to remove any residual air in the circuit. The cycler air sensors are disabled at this time to allow the operator to remove residual air, and therefore would not generate an alarm in response to the air observed by the operator. The user's guide provides adequate instructions for completing prime and alarms test, recirculation, connecting the pt, and advancing to treatment mode. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.